Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, missing lcd display window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. The case near the motor was inspected and no anomaly was noted.

Event description:
It was reported that the customer had dropped the insulin pump on the tile and the screen popped out. Customer's blood glucose level was 226 mg/dl. Customer noticed that the screen was missing and there were cracks in the case and an exposed motor. Customer mentioned that she had cracked her other pump in the past. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.